Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response button non-functional) was confirmed. As received, the response buttons were intermittent. The root cause of the intermittent response buttons cannot be positivley identified. No adverse event resulted from the defecitve monitor.

Event description:
A us distributor returned a monitor indicating that that the response buttons were non-functional.